Event description:
Discordant advia centaur troponin results were obtained on patient samples. The results were released to the physician(s). Upon retest on another system, the corrected results were released. Patient one (1) was started on heparin drip. There was no report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the reagent lid, which was broken. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.